Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ controller model #: unk / expiration date: unk / serial #: unk. UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no. Mfg date: unk. Labeled for single use: no. (B)(4). This event was reported in the q1 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient had an alarm on the controller while at home. The patient contacted the vad coordinator who visited the patient at home and changed out the controller. That evening, the patient unplugged the vad from the battery and went to use restroom. When the patient returned and tried plugging the controller into the wall, the patient was unable to do so, damaging the controller in the process. The two controller's remains in use. No patient complications were reported as a result of the event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: two (2) controllers and one (1) hvad pump with unknown serial numbers were not returned for evaluation. No performance allegation was made against the pump. Log file analysis was not performed since log files were not available for analysis. There is insufficient information regarding the reported "alarm" and "damage" events. As a result, the reported event could not be confirmed. Additional products: unknown controller h6: FDA conclusion code(s): 67 h6: FDA method code(s): 4114 h6: FDA results code(s): 3221. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.